Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Adc received a complaint via webform in which the customer was contacted and they report receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor. It was further reported that the customer experienced a seizure and/or a loss of consciousness however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional investigation was performed on sensor (B)(6). Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, sensor was found to be in state 6 with event log 6 and 7 is an indication that sensor was ended it's life and terminated normally with no error. Watermark was observed at the base of the sensor tail indicating that the sensor activated. The returned sensor was further investigated and de-cased. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired or perform smu (source measurement unit) test due to the solder pads coming away from the pcba. Therefore, adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor activated. The returned sensor was further investigated and de-cased. Attempted to extract data from returned sensor after de-casing, but the sensor did not read. The returned battery was measured, and results were within specification. Performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the sensor¿s connector had been damage due to de-casing and is unable to be re-soldered/repaired or perform sum (source measurement unit) test due to the solder pads coming away from the pcba. Therefore, adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Adc received a complaint via webform in which the customer was contacted and they report receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor. It was further reported that the customer experienced a seizure and/or a loss of consciousness however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Adc received a complaint via webform in which the customer was contacted and they report receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor. It was further reported that the customer experienced a seizure and/or a loss of consciousness however, no further information was provided. There was no report of death or permanent impairment associated with this event.